Manufacturer narrative:
Product complaint # (B)(4). Additional information identifies this event as not reportable as the box was not shipped from the manufacturer in this condition. Please disregard this mrn. No further reports will be submitted.

Event description:
It was reported that during a left total hip arthroplasty, an anomaly was discovered in the packaging of a femoral head implant. Although it appeared sealed, the box did not contain the implant and was instead filled with documentation belonging to another supplier. The box exhibited irregularities in the type of packaging and seals compared to other boxes of the same product, which was subsequently verified. No damage to the packaging was detected. The patient experienced no adverse effects or clinical complications, and the procedure was able to continue safely.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.